Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the system was explanted due to infection. The patient suffered no complications. Patient condition remained unchanged before, during and after the procedure.